Event description:
It was reported that the blade split down the middle during a foot procedure. No adverse consequences were reported.

Manufacturer narrative:
The blade allegedly involved in this complaint was returned for evaluation. It was visually confirmed that the blade had split in a diagonal line across the length of the blade. The root cause for the breakage could not be determined.